Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was discovered that the right ventricular lead failed to sense. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.